Event description:
On july 22, 2008, this senior medical affairs specialist spoke with the patient/layperson regarding a reporter's call to customer service on july 10, 2008. The patient informed me the reporter is his daughter, a nurse. The patient does his own testing and coding. The reporter had complained about several issues including an alleged inaccurate low result of "60-80" obtained in 2008 with his onetouch ultra2 meter. After the test, the patient reportedly was thirsty; however, he did not require or receive medical intervention. Because the patient does not recall this particular incident, the complaint is classified based upon information the reporter gave to a customer service advocate, cca, who replaced the test-strips and meter. According to the meter's memory, the patient's blood glucose after eating on event date was "82". The patient whose daily diabetes regimen is oral medication, did not receive medical intervention following the reported issue. During troubleshooting, the cca discovered that the patient's ultra test strips were illegally relabeled and repackaged by an unknown source. These test strips were genuine lifescan teststrips. This specialist discussed the issue with the patient. Although the patient was allegedly using counterfeit test strips and required no medical intervention, the symptom he experienced is associated with severe hyperglycemia. For that reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.